Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported skin irritation and under-eye swelling following use of the led mask as directed. Customer was diagnosed with periorbital edema by medical professional and was advised to stop using the mask immediately.